Event description:
(B)(4) - the dealer reported that the tdxsp-mcg custom power wheelchair logged off and only logon after three hours. Additionally, it was reported that upon arriving at the patient home, he has disconnected the battery harnesses, reconnected, and the unit powered up fine. The dealer was unable to duplicate the event, and the batteries passed the load test. There was no injury reported.